Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is completed.

Event description:
The customer reported that "button #3" was dented on the heartstart xl. There was no patient involvement.